Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it was reported that during the procedure, when the doctor inflated the cutting balloon, the balloon burst in the calcified lesion. This conclusion code is based on the available information and the review conducted.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the doctor inflated the cutting balloon, the balloon busted in the calcified lesion. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the doctor inflated the cutting balloon, the balloon busted in the calcified lesion. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.